Manufacturer narrative:
Additional information: b5.

Event description:
Additional information was received indicating that the device was reprogrammed to resolve the event. The patient was in stable condition.

Event description:
Additional information was received that decreased pacing impedance was also observed on the ra lead. The ra lead was explanted to resolve the event.

Manufacturer narrative:
Source: this product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, noise that resulted in oversensing and automatic mode switch was noted on the right atrial (ra) lead. Insulation damage was suspected but was not confirmed. Reprogramming the device was anticipated to resolve the event, however, no intervention has been performed at this time. The patient was stable and will continue to be monitored.